Event description:
It was reported that during a pulse field ablation (pfa) procedure for the treatment of atrial fibrillation, a faradrive steerable sheath clear was selected for use. The device was prepared; however, during flushing, fluid leakage was observed at the sheath valve. No error messages were displayed, and no air was observed within the sheath. As a precaution to mitigate the potential for air embolism, the sheath was removed and replaced with an alternative device. The procedure was subsequently completed without further issue. No patient complications occurred, and the patient recovered fully.